Event description:
A cartridge change error was reported involving the customer's pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect and clean the pump components, successfully resolving the issue. The customer was able to complete the cartridge loading process and resume insulin delivery.